Manufacturer narrative:
UDI: (B)(4). A device history record (DHR) review was performed for part # 09.820.055s and lot # 7906759: manufacturing site: (B)(4), manufacturing date: 17-feb-2015, expiration date: 31-dec-2018: incoming defect report (idr) was generated by supplier aps for part# 09.820.055.1 lot# 7767578 for 30 of 30 parts exhibiting visual nonconformities. All 30 parts were processed and shipped. The lot was inspected and all 30 parts were found to meet visual acceptance criteria. This nonconformance is not related to the complaint condition. Idr was generated by supplier aps for part# 09.820.055.2 lot# 7670381 for 20 of 30 parts exhibiting visual nonconformities. All 30 parts were processed and shipped. The lot was inspected and all 30 parts were found to meet visual acceptance criteria. This nonconformance is not related to the complaint condition. Idr was generated by supplier aps for part# 09.820.055.2 lot# 7766706 for 30 of 30 parts exhibiting visual nonconformities. All 30 parts were processed and shipped. The lot was inspected per and all 30 parts were found to meet visual acceptance criteria. This nonconformance is not related to the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Brand name. Part and lot obtained. (B)(4). A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for one (1) unknown pdc implant. Part#, lot# and UDI # is not available. Device was implanted on an unknown date in 2015. This report is for one (1) unknown pdc implant. PMA/510(k) number is not available. (B)(4). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent initial implant surgery on an unknown date in 2015. Post-operatively, patient came back for follow up visit with unknown issue. Implants did not move anterior or posterior however subsided into interior in the plate. On (B)(6) 2017, patient went through hardware (prodisc - c) removal procedure, and was revised with anterior cervical fusion with new non synthes implants. All the hardware was removed intact. There was no delay in surgery and procedure was completed successfully. Patient outcome was reported as stable post operatively. This report is for one (1) unknown pdc implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing and product development investigation was performed on the returned subject device. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. Assembly part no. 09.820.055s with components 09.820.055.1, .2 &.3 exhibits evidence of iatrogenic damage on each component. The ¿complaint description¿ ¿implants did not moved anterior or posterior however subsided into interior in the plate.¿ presents minimal information of what failed on the device and what features on what components are to be investigated. Since there was not a specific description on how this product failed, and there was no visible degree of failure of implant ¿ subsided into interior of plate; there will be no features investigated. Device history record (DHR) shows correct raw material was used to produce all components; therefore, no further investigation will be performed, complaint is unconfirmed. The superior endplate, inferior endplate, and polyethylene inlay were returned. All three components exhibited iatrogenic damage. No design related issues could be identified. Prodisc-c is a spinal implant intended as a replacement for diseased/ degenerated intervertebral discs of the cervical spine. The prodisc-c total disc replacement procedure involves the removal of a diseased/ degenerated disc, and subsequent restoration of intervertebral disc height and potential for motion via placement of the implant. The complaint description reported that a removal of prodisc-c implant was performed as the implants subsided. The prodisc-c implant (09.820.055s lot 7906759) including the superior endplate, inferior endplate, and polyethylene inlay were returned. The superior endplate, inferior endplate, and inlay exhibited iatrogenic damage. The drawings for the superior endplate, inferior endplate, and polyethylene inlay were reviewed. The drawings call out the appropriate dimensions, material and finishing processes for a successful design. No design related issues could be identified. Replication of the complaint condition is not applicable since the subsidence observed in a patient cannot be replicated upon receipt of the device. A definite root cause for the complaint could not be identified. Based on the review of the returned device and the information provided, the design is considered adequate for the intended use of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.